Event description:
The patient reported that, when he is running a bolus, he notices "pooling" of insulin around his infusion site. He stated, he only uses the sides of his abdomen for sites but that he rotates sites after every use. The patient stated that when he uses the middle of his abdomen, he not only notices the pooling but that his blood glucose readings are higher. He stated about 2 weeks ago, he had a reading of 500 mg/dl. He stated, his symptom was fatigue and he corrected his readings by bolusing insulin. He said, he has not had an elevated reading since that time. He said, he discarded the infusion set in use at that time. Courtesy infusion sets were sent to the patient. Troubleshooting did not find any product issues. The patient stated, he has discussed insulin adjustment with his doctor and the doctor suggested he increases his basal rate. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.